Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient underwent revision surgery for unknown reasons.

Manufacturer narrative:
Upon receipt of additional information, it was determined that there are no allegations of failure associated with this device; therefore, this device is not reportable and the initial report should be voided.